Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up at the clinic, patient's right ventricular lead was noted to have oversensing and undersensing issue. Programing changes were made to obtain pacing during last clinic visit. Physician continues to monitor the patient and lead.